Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the nurses had difficulty removing the tube's inner cannula. The ent was called in overnight and was eventually able to remove the inner cannula using an or tool. The patient was on high flow heated humidified oxygen. There was no patient injury.